Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2017. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The samples were not returned for evaluation; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. All wipers undergo operation performance and function inspections during the manufacturing process; therefore, there was likely damage caused to the components or units during shipping or handling. It is possible that there may have been foreign matter adhered to the wiper preventing it from functioning properly during use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the wiper had a broken function. It is unknown if the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.